Event description:
Reportedly the pt underwent surgery and the fascia layer or the incision was closed with size 1 maxon. 5 days post op the incision dehisced due to suture breakage. The pt was returned to the o.r. And the incision was resutured without complication.